Event description:
During a robotic assisted left upper lobectomy, the valve inside of the trocar broke and two small pieces of valve were removed from the patient's chest. No injury to patient. The broken trocar was removed, and a different trocar was used.

Event description:
During a robotic assisted left upper lobectomy, the valve inside of the trocar broke and two small pieces of valve were removed from the patient's chest. No injury to patient. The broken trocar was removed, and a different trocar was used.